Event description:
Right heart catheterization showed elevated filling pressures and computed tomography angiography (cta) showed outflow graft (ofg) compression. The patient presented with low flows on (B)(6)2025. They received stents in the outflow graft on (B)(6)2025 and on (B)(6)2025 for compression of outflow graft. Additional log files were sent for review. The patient had frequent pulsatility index (pi) events again overnight on (B)(6)2025 with flows dropping to 3.8 lpm on history interrogation. The event log captured persistent pi events throughout the log. Flow values seemed stable and appropriate for a fixed speed of 5700 revolutions per minute (rpm). A slight dip was seen in flow to 3.8 lpm in the morning of (B)(6)2025 but was transient and recovered quickly back into the mid 4 lpm range.

Manufacturer narrative:
Report type: malfunction. B5- correction (catheterization, not cauterization). H1- correction. H6- correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the stenosis was initially believed to be extrinsic outflow graft obstruction (eogo). The second round of stents was due to narrowing within stents on imaging. The patient would become lightheaded and dizzy when standing during low flow events. The patient had overall increased fatigue the month leading up to admission. Treatment had resolved the issue. Pre-intervention impression of cta on (B)(6) 2025 showed nonocclusive filling defect/thrombus within the outflow bend relief tube. The remaining outflow cannula graft appeared patent. Immediate post-stent impression of cta on (B)(6) 2025 showed compression of the distal stent within the outflow graft causing severe luminal narrowing. Post second stenting intervention impression of cta on 31jul2025 showed improved, but persistent narrowing of the outflow tract stent with approximately 50% luminal narrowing. The patient eventually passed away due to hemorrhagic stroke on (B)(6) 2025.

Manufacturer narrative:
Corrected data: b5 corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction and subsequent outflow graft obstruction could not be confirmed via analysis of the submitted image, and the pump would not be returned for analysis. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The customer submitted 1 cta image taken on (B)(6) 2025 showing a side view of the outflow graft. The reported eogo and ofg obstruction could not be confirmed based on the submitted image. The submitted controller event log files collectively contained events from 29jul2025 through 02aug2025, per the timestamps. Numerous low flow alarms were captured on 29jul2025, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log files also captured events associated with the reported stenting procedure on (B)(6) 2025. Following the procedure, the flow improved to the previous reported baseline. The log file also captured numerous pi events. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 1 also lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient eventually passed away due to hemorrhagic stroke on (B)(6) 2025. Additional information received on 08sep2025 stated that the patient started aspirin on (B)(6) 2025 following the stent placement in ofg on (B)(6) 2025 and was on a heparin drip. There were no recent changes to the pump parameters. The death was not considered to be device related. There was complication post-intervention noted. The device had operated as expected.

Event description:
It was reported that patient was admitted for intermittent low flows and had been having more frequent low flows since admission. Baseline flows were 5 liters. Flows on admission were 4 liters. Flows was then down to around 3 liters. Right heart cauterization showed elevated filling pressures and computed tomography angiography (cta) showed outflow graft (ofg) compression. Log files were sent for review. The event log file captured low flow events on 29jul2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events. Historical trends seen in a log file when there was a possible ofg compromise were low flow values (2.3 to 2.5 lpm) along with stagnant low pulsatility index (pi) values. Some of this was seen in the current log file submitted. Later, the patient received 4 stents in the ofg in the catheterization lab. More log files were sent for review. The log file captured the adjustments during the procedures that were performed on (B)(6) 2025. Forward in the log file on (B)(6) 2025, at 17:54:31, the log file captured routine events. There were no adverse alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.